Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display for a brief moment, and when the display returned, the insulin pump alarmed failed battery alert. The caller stated that she changed the battery and resolved the issue, but she said that she was nervous using the device. The blood glucose reading was 8.7 mmol/l. Upon troubleshooting, the insulin pump did not alarm failed battery test. No signs of physical damage to the insulin pump were observed. She noted that there were very small negligible lines observed internally around the battery compartment. She was advised to monitor the insulin pump and that electrostatic discharge was a large general cause of blank displays. A replacement battery cap would be sent. Nothing further reported.